Event description:
It was reported that during the implant procedure, the lead was once placed in the patient body. An attempt was made to reposition, the lead screw was unable to remove from myocardium. Thought it was not optimal position, it was within the permissible range and it was placed there and the procedure was completed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.